Event description:
The doctor stated that he placed a medpor right frontal cranial implant in early 2008. The doctor stated that the patient developed an infection in the area the following month. The doctor reported that he removed the implant the same month. The doctor stated that the patient is in good condition.

Manufacturer narrative:
Following a review of the device history record for lot number 89020, it was determined that all processes and test criteria are within the medpor implant finished product specification.